Manufacturer narrative:
The field service representative (fsr) duplicated the reported complaint as the flow sensor was found to be alarming at random times while the tubing was clamped. The flow sensor was replaced, and release testing was ran. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the flow sensor had a backflow alarm. The surgical procedure was completed successfully. There was a five-minute delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: d9 and h6. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.